Event description:
It was reported that the rack pushrod on the pump was damaged that rendered the device unusable. There was no adverse impact to the customer's blood glucose level. The customer arranged for the return of the device, and a replacement pump with a new serial number was provided.